Event description:
The general surgeon attempted to use four different ethicon securestrap laparoscopic devices to fixate a piece of sterile mesh implant to the inside of this patient's body. He tried to use all four of the devices as one failed after the next. The surgeon has used this device many times before this day. After four devices failed and the surgeon did not know why, he chose a different type of laparoscopic device and it worked without any problems.